Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer stated that the maryland bipolar forceps had a broke wire. There was no report of a patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.